Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced tubing location discomfort. The patient felt the device might be undersized. The ipp was explanted and replaced. No additional patient complications reported.